Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose and they also reported pump error alarm. Customer stated insulin pump was beeping and customer was using insulin pump within 48 hours of the reported event. Auto mode was active at the time of event. Customer treated high blood glucose with manual injection and insulin pen and through insulin drip in hospital. No further complications were reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 55 alarm and was hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4) - customer returned insulin pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2022, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2022, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged keypad anomaly found on (B)(6) 2022, on (B)(4), svn#: (B)(4) - customer returned device for an alleged high bgs found on (B)(6) 2021 and on (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm, keypad anomaly and perform the keypad voltage test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Critical pump error (open book image) alarm and pump error 55 alarm were confirmed in the formatted history file on (B)(6) 2022 18:08:03.000 and (B)(6) 2022 18:18:00.000. As per global logic analysis (esf#3848525), pump error 55 alarm (line number 645 file number 39), suspected on hw. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date of (B)(6) 2022: (B)(6) 2022 at 18:32:26.000 during bolus delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify no delivery alarm/insulin flow blocked alarm and keypad anomaly due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to fatal alarm pump error 55. As per global logic analysis (esf#3848525), pump error 55 alarm, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.